Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty autocal valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure: 1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.